Manufacturer narrative:
After additional investigation, the cause of the reported issue was determined to be due to process residue on/around component c157 from the analog pcb assembly, that caused excessive leakage current. Process residue at this capacitor location can cause the ECG signal to be a flat line and the device would not be able to recognize a shockable ECG rhythm.

Event description:
The customer initially reported that their device was showing its service wrench. After further investigation into the reported issue, it was observed that there was an issue with the device that can cause the ECG signal to be a flat line and the device would not be able to recognize a shockable ECG rhythm as a result. There was no patient use associated.